Event description:
During open surgery involving the use of th020 exoscope, the patient sustained third-degree skin burns covering an area of approximately 10 × 5 cm. The exoscope, equipped with th121 camera head and 495tip light cable, was placed around the patient's neck with the light source turned on and remained in that position for approximately one hour. The head of the operating theatre is aware that it is the doctor's fault. Additional diagnostics and surgical intervention were required, including excision of necrotic skin and scar repair. The initial procedure was not delayed or postponed. The patient is expected to remain hospitalized for an extended period; however, the exact duration is currently unknown. Other potential consequences related to the third-degree burn on the neck, covering an area of approximately 10 × 5 cm, remain undetermined at this time.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).